Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) and right ventricular (rv) coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154atg, implantable cardioverter defibrillator (ICD)  implanted: 2008-(B)(6), product ID 5076-52, implantable pacing lead, implant date: 2008-(B)(6). (B)(4).